Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been eliminated by the hospital and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the polypectomy loop was broken when the device was used. It was not reported whether the procedure was completed. The patient's current condition is unavailable per customer. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.